Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas alleging that she experienced elevated blood glucose (bg) over 500mg/dl with extreme thirst and was treated in the emergency room with insulin injections. The patient alleged an inaccurate delivery issue. Customer technical support reviewed the pump with the patient and found all settings and histories were correct. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention associated with an alleged inaccurate delivery issue.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the pump¿s black box and history revealed no issues. The total basal daily dose history matched the programmed basal rate and the last basal delivery was on 04/23/2014. The pump successfully completed a prime sequence, and 24-hour exercise test without issue or alarm. The pump¿s delivery accuracy was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.